Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint trending by problem code, failure mode and effects analysis, system hazard and user misuse analysis and health hazard evaluation. A review of the complaint history from june 2009 through september 2010 for cidex opa solution with the problem code "cidex solution spill" and "hr - allergic symptoms" did not reveal any significant trends. The cidex opa fmea (failure mode and effects analysis) and shuma (system hazard and user misuse analysis) were reviewed for risks associated with spills. The fmea indicated scores below the threshold of 100 and the hazard identified in the shuma has been assessed a category I - broadly acceptable risk. The hhe hazard/risk index was scored a 2 (none/negligible). The cidex opa solution IFU (instructions for use) state that exposure to ortho-phthalaldehyde vapors may be irritating to the respiratory tract and eyes. It may cause stinging sensation in the nose and throat, discharge, coughing, chest discomfort and tightness, difficulty with breathing, wheezing, tightening of throat, urticaria (hives), rash, loss of smell, tingling of mouth or lips, dry mouth or headache. Vapors may aggravate preexisting asthma or bronchitis. A CAPA (corrective and preventive action plan) was opened to investigate healthcare worker reports of human reaction symptoms while working with cidex opa solution. Through the investigation, it was determined that inadequate ventilation and/or possibly user related issues were contributing to the majority of these reported human reaction symptoms. No product was returned for evaluation and no lot number was reported. This complaint can be attributed to an inadvertent exposure to cidex opa vapors due to an accidental spill at the facility.

Event description:
A caller reported that they had a large spill from their custom ultrasonics unit and the cidex opa ran all over the floor and down the hall. They tested the solution on the floor in a few different places and it tested negative. They thought they were dealing with water, however, a health care worker (hcw) presented with shortness of breath, flushed face, change in taste buds and "babbling". A very quiet person, the hcw felt he needed to talk but there was no slurring of speech. He also had a headache the following day. A customer care ctr (ccc) associate emailed the caller a customer letter regarding cidex spills and human reaction worksheets. The caller had obtained the msds from the web. Subsequent info from a completed human reaction worksheet stated that the hcw had the reaction for about 24 hours. He had not worn personal protective equipment when the spill occurred. The hcw went outside for fresh air and felt better. The reactions resolved by the next day, saturday. He was advised to seek medical attention, if needed, but hcw stated no treatment was needed.

Manufacturer narrative:
References: 2084725-2009-00432, 00434, 00435, 00436, 00441, 00442, 00447.